Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose readings beginning after a supply change, with sensor values in the high 200s mg/dl and a confirmatory fingerstick of 207 mg/dl; no site issues were visible, the user performed another supply change with lot 6012521, and glucose began trending down to 231 mg/dl with a horizontal trend arrow while advised to hydrate and continue monitoring. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and no alerts or alarms. Investigation included customer counseling, review of use conditions, and guided troubleshooting with a repeat supply change. Investigation of this case revealed an unclear cause of hyperglycemia, with no device alarms and no observable site issues to implicate a specific component. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.